Manufacturer narrative:
Patient demographics such as date of birth and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse inspected the system and did not identify any hardware performance issues. All verification testing passed within published instrument and assay performance specifications. The fse visually inspected the sample that produced the elevated, non-reproducible troponin I (access accutni+3) result and confirmed it was a short draw with red blood cells present. In conclusion, the cause of the event was pre-analytical sample handling as the sample was a short draw that contained red blood cells.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The initial sample (designated as sample one (1)) from the patient was retested using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. A second sample (designated as sample two (2)) from the patient was tested once using the same unicel dxi 800 access immunoassay system and twice using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and results within the assay's normal reference range were obtained. The customer stated the elevated, non-reproducible access accutni+3 result was reported from the laboratory. The customer stated the patient was subsequently administered heparin and transferred to an alternate facility in association with the elevated, non-reproducible access accutni+3 result. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event. The sample was collected in a rapid serum tube. The sample was centrifuged at room temperature. The customer did not supply the time and speed at which the sample was centrifuged. The customer stated the sample was a short draw. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.